Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the ok button on the pump does not work; assumes other buttons do not work also. No adverse event reported. Requested return of the alleged pump for evaluation.